Event description:
It was reported PICC catheter 5fr was defective since when placing the catheter, the guide could not be removed, remaining stuck. Another catheter was replaced to the doctor and he, in turn, had to make sure that the new catheter did not fail before placing it again. Additional information received: for this event, would you clarify if the guidewire was stuck in the introducer needle or if it was difficult to remove the stylet from the catheter? R: the guide never came out of the catheter. (B)(6) 2022: the returned stylet was bent and hooked around the septum of the catheter.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of complications with the stylet wire was confirmed. One 5fr d/l powerpicc was returned for investigation. A portion of the stylet wire was also returned for investigation. The stylet wire was bent 2mm from the weld tip and the wire was folded up into the adjacent lumen of the catheter near the 41cm depth mark. Since the wire was hooked around the septum that divides the lumens, removal of the wire would have been difficult. Due to the condition of the returned sample, the complaint was confirmed. The location of the bend indicates that the stylet had been repositioned within the catheter. It is possible that the wire was bent when the catheter tubing was trimmed to length. When modifying the catheter length, the instructions for use (IFU) state, ¿retract the stylet to well behind the point the catheter is to be cut.¿ no defects associated with the manufacturing process were noted on the returned sample. A lot history review (lhr) of refs0052 showed no other similar product complaint(s) from this lot number.